Event description:
It was reported that after a da vinci-assisted cholecystectomy procedure, the patient sustained a postoperative bile duct injury. The initial robotic procedure was completed without complications or errors. There was no bleeding, and the gallbladder was removed without issue. The gallbladder was examined, and a single lumen was observed. The common bile duct did not sustain an injury intraoperatively. Indocyanine green (icg) was utilized and confirmed no blockage within the common bile duct. Postoperatively, the patient received a hepatobiliary iminodiacetic acid scintigraphy (hida) scan, and other tests, which were negative. The patient is currently hospitalized. No robotic-related complications were reported.

Manufacturer narrative:
No robotic-related complications were reported. Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.